Event description:
Additional information was received which indicated surgical intervention was undertaken and the implantable neurostimulator (ins) was explanted and replaced. The replacement device was implanted in a different location.

Event description:
It was reported the patient experiences pain at the implantable neurostimulator (ins) site when stimulation is increased. X-rays showed anomalies. Physician plans to exchange the device at a later date.